Event description:
An impella cp device was inserted via the femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The cp was placed in the cath lab at (B)(6) and the patient was transported to (B)(6) hospital. On arrival to the cvicu, a large left groin hematoma was noted. The patient had pulses in the affected limb. Pressure was applied by staff and the ICU attending, and the patient was hemodynamically stable. The hematoma developed after the peel-away sheath was removed and the patient was transported via ambulance to (B)(6). The hematoma was not seen until arrival; according to the ambulance crew, it was not present at the start of the trip. The patient required a femstop and no other intervention. Unfortunately, the patient expired and the pump was discarded. There was no discussion from the staff that this was caused by the product. Bleeding may be associated with access-site complications, anticoagulation requirements, and procedural factors during impella support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Added/selected e4 reporter also sent report to FDA was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.